Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 3 . Reference MFR. Report#: 1627487-2018-13211. Reference MFR. Report#: 1627487-2018-13209. It was reported the patient¿s drg system was auto reducing due to high impedances identified on one lead. Surgical intervention is pending to address the issue.

Event description:
Device 2 of 3. Reference MFR report#: 1627487-2018-13211, 1627487-2018-13209.